Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a different lens power was chosen, and therefore, a tecnis toric intraocular lens (iol) was explanted. No additional information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 9/20/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer visual inspection was performed by using 12x magnification shows the product is cut in half, most probably to make explant possible. Investigation of the return shows no abnormalities. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaint have been received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.